Event description:
It was reported by the clinician, that one day after insertion, the catheter was found leaking at the insertion site. As a result, the catheter was removed. There were no reported pt complications.

Manufacturer narrative:
Sample will not be returned for eval. F/u report will be filed if additional info becomes available.